Event description:
It was posted that the customer changed the infusion set and while rewinding the insulin pump did not show the number of units on display. Then the customer released the activated button and pressed again, but nothing still did show up; the customer realized that he had injected 150 units of insulin into his body. The customer believes that the insulin pump started to malfunction. Attempted to contact the customer and found that the customer was filling the reservoir when the numbers were not showing up. The customer stated that he is able to see the screen and declined to troubleshoot at this time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.